Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation / migration of essure: device location of device: upper anterior pelvis") and pregnancy with contraceptive device ("post-implant pregnancy/pregnancy(no complications)") in a 27-year-old female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tubes". The patient's medical history included multigravida and multiparous (date of the birth: (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014, (B)(6) 2015). On (B)(6) 2015: single viable intrauterine pregnancy with estimated gestational age of 35 weeks, one day and estimated due date of 10-04-15. Estimated fetal weight of 2665 g is in the 58th percentile on hadlock chart. Amniotic fluid index is in approximately the 25th percentile for this gestational age. Concurrent conditions included anxiety and lumbar radiculopathy. Concomitant products included ergocalciferol, norethisterone acetate (norethindrone), paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain ("back pain"), depression ("psychological or psychiatric problems: depression and mental anguish") and anxiety ("psychological or psychiatric problems: depression and mental anguish"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("headache"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparascopic partial omentectomy/r total salpingectomy/l partial salpingectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, menstrual disorder, menorrhagia, vaginal haemorrhage, migraine, dyspareunia, depression, headache, anxiety and abdominal pain outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2015. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: after correct placement was noted and the coils were released, therethere were 3 coils out of the ostium indicating proper placement. The same was done on the left side with 2 coils out of the ostium. The patient tolerated the procedure well. Removal details: laparascopic partial omentectomy (dislodged essure within), r total salpingectomy, l partial salpingectomy (due to intact left essure) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded). Unilateral occlusion (left tube occluded), migration of essure device, the essure im12lant has migrated out of the fallopian tube. Migration of the right essure implant which now resides in the upper anterior pelvis perhaps 13-14 cm from the uterine fundus.. Pregnancy test - in (B)(6) 2014: results: negative. Ultrasound scan - on (B)(6) 2015: result: there is a single viable intrauterine pregnancy in breech presentation with fetal heart rate of 144 bpm. Placenta is anterior without previa. The fetal spine is not well visualized and appears normal. Normal four-chamber heart view was obtained with right and left ventricular outflow tracts visualized.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, uterine perforation, back pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: pfs received. Event added: abdominal pain. Event severity added for abdominal pain. Event onset dates added. Event clubbed: post-implant pregnancy/pregnancy(no complications) and device ineffective/failure to occlude (close) fallopian tubes. Concomitant medications added. Date of removal updated. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation / migration of essure: device location of device: upper anterior pelvis") and pregnancy with contraceptive device ("post-implant pregnancy") in an adult female patient (gravida 7, para 6) who had essure (batch no. C06464) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and multiparous (date of the birth: (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014,(B)(6) 2015). Concurrent conditions included anxiety and lumbar radiculopathy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse"), back pain ("back pain"), depression ("psychological or psychiatric problems: depression and mental anguish"), headache ("headache") and anxiety ("psychological or psychiatric problems: depression and mental anguish"). The patient's last menstrual period was on an unknown date and estimated date of delivery was 4-oct-2015. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparascopic partial omentectomy/r total salpingectomy/l partial salpingectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, menstrual disorder, menorrhagia, vaginal haemorrhage, migraine, dyspareunia, depression, headache and anxiety outcome was unknown and the back pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, back pain, depression, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: after correct placement was noted and the coils were released, therethere were 3 coils out of the ostium indicating proper placement. The same was done on the left side with 2 coils out of the ostium. The patient tolerated the procedure well. Removal details: laparascopic partial omentectomy (dislodged essure within), r total salpingectomy, l partial salpingectomy (due to intact left essure). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded) pregnancy test - in september 2014: negative. On (B)(6) 2015: ultrasound obstetrical evaluation. There is a single viable intrauterine pregnancy in breech presentation with fetal heart rate of 144 bpm. Placenta is anterior without previa. The fetal spine is not well visualized and appears normal. Normal four-chamber heart view was obtained with right and left ventricular outflow tracts visualized. On (B)(6) 2015: single viable intrauterine pregnancy with estimated gestational age of 35 weeks, one day and estimated due date of 10-04-15. Estimated fetal weight of 2665 g is in the 58th percentile on hadlock chart. Amniotic fluid index is in approximately the 25th percentile for this gestational age. On (B)(6) 2015: hysterosalpingogram (hsg): essure confirmation test result- unilateral occlusion (left tube occluded), migration of essure device, the essure im12lant has migrated out of the fallopian tube. Migration of the right essure implant which now resides in the upper anterior pelvis perhaps 13-14 cm from the uterine fundus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, uterine perforation, back pain, dyspareunia. Most recent follow-up information incorporated above includes: on 6-aug-2018: pfs received: new events: anxiety, depression, headache added. Previously reported historical condition(gravida, parity) updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation / migration of essure: device location of device: upper anterior pelvis") and pregnancy with contraceptive device ("post-implant pregnancy") in an adult female patient (gravida 7, para 6) who had essure (batch no. C06464) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and multiparous (date of the birth: (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014,(B)(6) 2015). Concurrent conditions included anxiety and lumbar radiculopathy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse"), back pain ("back pain"), depression ("psychological or psychiatric problems: depression and mental anguish"), headache ("headache") and anxiety ("psychological or psychiatric problems: depression and mental anguish"). The patient's last menstrual period was on an unknown date and estimated date of delivery was 4-oct-2015. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparascopic partial omentectomy/r total salpingectomy/l partial salpingectomy). Essure was removed on (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, menstrual disorder, menorrhagia, vaginal haemorrhage, migraine, dyspareunia, depression, headache and anxiety outcome was unknown and the back pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, back pain, depression, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: after correct placement was noted and the coils were released, therethere were 3 coils out of the ostium indicating proper placement. The same was done on the left side with 2 coils out of the ostium. The patient tolerated the procedure well. Removal details: laparascopic partial omentectomy (dislodged essure within), r total salpingectomy, l partial salpingectomy (due to intact left essure). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 17-nov-2015: unilateral occlusion (left tube occluded) pregnancy test - in september 2014: negative on 15-jun-2015: ultrasound obstetrical evaluation. There is a single viable intrauterine pregnancy in breech presentation with fetal heart rate of 144 bpm. Placenta is anterior without previa. The fetal spine is not well visualized and appears normal. Normal four-chamber heart view was obtained with right and left ventricular outflow tracts visualized. On 31-aug-2015: single viable intrauterine pregnancy with estimated gestational age of 35 weeks, one day and estimated due date of 10-04-15. Estimated fetal weight of 2665 g is in the 58th percentile on hadlock chart. Amniotic fluid index is in approximately the 25th percentile for this gestational age. On 17-nov-2015: hysterosalpingogram (hsg): essure confirmation test result- unilateral occlusion (left tube occluded), migration of essure device, the essure im12lant has migrated out of the fallopian tube. Migration of the right essure implant which now resides in the upper anterior pelvis perhaps 13-14 cm from the uterine fundus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, uterine perforation, back pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation / migration of essure: device location of device: upper anterior pelvis") and pregnancy with contraceptive device ("post-implant pregnancy") in an adult female patient (gravida 7, para 6) who had essure (batch no. C06464) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 6 (date of the birth: (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014). Concurrent conditions included anxiety and lumbar radiculopathy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse") and back pain ("back pain"). The patient's last menstrual period was on an unknown date and estimated date of delivery was 4-oct-2015. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparascopic partial omentectomy/r total salpingectomy/l partial salpingectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, menstrual disorder, menorrhagia, vaginal haemorrhage, migraine and dyspareunia outcome was unknown and the back pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, dyspareunia, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: after correct placement was noted and the coils were released, therethere were 3 coils out of the ostium indicating proper placement. The same was done on the left side with 2 coils out of the ostium. The patient tolerated the procedure well. Removal details: laparascopic partial omentectomy (dislodged essure within), r total salpingectomy, l partial salpingectomy (due to intact left essure). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 17-nov-2015: unilateral occlusion (left tube occluded) pregnancy test - in september 2014: negative on 15-jun-2015: ultrasound obstetrical evaluation. There is a single viable intrauterine pregnancy in breech presentation with fetal heart rate of 144 bpm. Placenta is anterior without previa. The fetal spine is not well visualized and appears normal. Normal four-chamber heart view was obtained with right and left ventricular outflow tracts visualized. On (B)(6) 2015: single viable intrauterine pregnancy with estimated gestational age of 35 weeks, one day and estimated due date of 10-04-15. Estimated fetal weight of 2665 g is in the 58th percentile on hadlock chart. Amniotic fluid index is in approximately the 25th percentile for this gestational age. On (B)(6) 2015: hysterosalpingogram (hsg): essure confirmation test result- unilateral occlusion (left tube occluded), migration of essure device, the essure im12lant has migrated out of the fallopian tube. Migration of the right essure implant which now resides in the upper anterior pelvis perhaps 13-14 cm from the uterine fundus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, uterine perforation, back pain, dyspareunia. Most recent follow-up information incorporated above includes: on 7-may-2018: pfs+mr: new events: menorrhagia, vaginal haemorrhage, migraine, dyspareunia, back pain, pelvic pain were added. Reporter, patient demographic information, other relevant history, product lot number, stop date added. Product start date, pregnancy outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent removal due to complications from the essure device.). Essure was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered menstrual disorder, pregnancy with contraceptive device and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation / migration of essure: device location of device: upper anterior pelvis'), device expulsion ('expelled essure device') and pregnancy with contraceptive device ('post-implant pregnancy/pregnancy(no complications)') in a 27-year-old female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tubes". The patient's medical history included multigravida and multiparous (date of the birth: (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014, (B)(6) 2015). On (B)(6) 2015: single viable intrauterine pregnancy with estimated gestational age of 35 weeks, one day and estimated due date of (B)(6) 2015. Estimated fetal weight of 2665 g is in the 58th percentile on hadlock chart. Amniotic fluid index is in approximately the 25th percentile for this gestational age. Concurrent conditions included anxiety and lumbar radiculopathy. Concomitant products included ergocalciferol, norethisterone acetate (norethindrone), paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain ("back pain"), depression ("psychological or psychiatric problems: depression and mental anguish") and anxiety ("psychological or psychiatric problems: depression and mental anguish"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("headache"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparascopic partial omentectomy/r total salpingectomy/l partial salpingectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, device expulsion, menstrual disorder, migraine, dyspareunia, depression, headache, anxiety and abdominal pain outcome was unknown and the heavy menstrual bleeding, vaginal haemorrhage and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2015. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dyspareunia, headache, heavy menstrual bleeding, menstrual disorder, migraine, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: after correct placement was noted and the coils were released, therethere were 3 coils out of the ostium indicating proper placement. The same was done on the left side with 2 coils out of the ostium. The patient tolerated the procedure well. Removal details: laparascopic partial omentectomy (dislodged essure within), r total salpingectomy, l partial salpingectomy (due to intact left essure) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded). Unilateral occlusion (left tube occluded), migration of essure device, the essure imlant has migrated out of the fallopian tube. Migration of the right essure implant which now resides in the upper anterior pelvis perhaps 13-14 cm from the uterine fundus.. Pregnancy test - in (B)(6) 2014: results: negative. Ultrasound scan - on (B)(6) 2015: result: there is a single viable intrauterine pregnancy in breech presentation with fetal heart rate of 144 bpm. Placenta is anterior without previa. The fetal spine is not well visualized and appears normal. Normal four-chamber heart view was obtained with right and left ventricular outflow tracts visualized.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, uterine perforation, back pain, dyspareunia, device expulsion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation / migration of essure: device location of device: upper anterior pelvis'), device expulsion ('expelled essure device') and pregnancy with contraceptive device ('post-implant pregnancy/pregnancy(no complications)') in a 27-year-old female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tubes". The patient's medical history included multigravida and multiparous (date of the birth: (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2011, (B)(6) 2013, (B)(6)2014, (B)(6)2015). On (B)(6) 2015: single viable intrauterine pregnancy with estimated gestational age of 35 weeks, one day and estimated due date of (B)(6) 2015. Estimated fetal weight of 2665 g is in the 58th percentile on hadlock chart. Amniotic fluid index is in approximately the 25th percentile for this gestational age. Concurrent conditions included anxiety and lumbar radiculopathy. Concomitant products included ergocalciferol, norethisterone acetate (norethindrone), paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain ("back pain"), depression ("psychological or psychiatric problems: depression and mental anguish") and anxiety ("psychological or psychiatric problems: depression and mental anguish"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("headache"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparascopic partial omentectomy/r total salpingectomy/l partial salpingectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, device expulsion, menstrual disorder, migraine, dyspareunia, depression, headache, anxiety and abdominal pain outcome was unknown and the heavy menstrual bleeding, vaginal haemorrhage and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2015. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dyspareunia, headache, heavy menstrual bleeding, menstrual disorder, migraine, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: after correct placement was noted and the coils were released, there were 3 coils out of the ostium indicating proper placement. The same was done on the left side with 2 coils out of the ostium. The patient tolerated the procedure well. Removal details: laparascopic partial omentectomy (dislodged essure within), r total salpingectomy, l partial salpingectomy (due to intact left essure). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded). Unilateral occlusion (left tube occluded), migration of essure device, the essure imlant has migrated out of the fallopian tube. Migration of the right essure implant which now resides in the upper anterior pelvis perhaps 13-14 cm from the uterine fundus.. Pregnancy test - in (B)(6) 2014: results: negative. Ultrasound scan - on (B)(6) 2015: result: there is a single viable intrauterine pregnancy in breech presentation with fetal heart rate of 144 bpm. Placenta is anterior without previa. The fetal spine is not well visualized and appears normal. Normal four-chamber heart view was obtained with right and left ventricular outflow tracts visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, uterine perforation, back pain, dyspareunia, device expulsion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information added. Event: expelled essure device added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation / migration of essure: device location of device: upper anterior pelvis') and pregnancy with contraceptive device ('post-implant pregnancy/pregnancy(no complications)') in a 27-year-old female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tubes". The patient's medical history included multigravida and multiparous (date of the birth: (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014, (B)(6) 2015). On (B)(6) 2015: single viable intrauterine pregnancy with estimated gestational age of 35 weeks, one day and estimated due date of (B)(6) 2015. Estimated fetal weight of 2665 g is in the 58th percentile on hadlock chart. Amniotic fluid index is in approximately the 25th percentile for this gestational age. Concurrent conditions included anxiety and lumbar radiculopathy. Concomitant products included ergocalciferol, norethisterone acetate (norethindrone), paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain ("back pain"), depression ("psychological or psychiatric problems: depression and mental anguish") and anxiety ("psychological or psychiatric problems: depression and mental anguish"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("headache"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparascopic partial omentectomy/r total salpingectomy/l partial salpingectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, menstrual disorder, migraine, dyspareunia, depression, headache, anxiety and abdominal pain outcome was unknown and the menorrhagia, vaginal haemorrhage and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2015. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: after correct placement was noted and the coils were released, there were 3 coils out of the ostium indicating proper placement. The same was done on the left side with 2 coils out of the ostium. The patient tolerated the procedure well. Removal details: laparascopic partial omentectomy (dislodged essure within), r total salpingectomy, l partial salpingectomy (due to intact left essure). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded). Unilateral occlusion (left tube occluded), migration of essure device, the essure implant has migrated out of the fallopian tube. Migration of the right essure implant which now resides in the upper anterior pelvis perhaps 13-14 cm from the uterine fundus.. Pregnancy test - in (B)(6) 2014: results: negative. Ultrasound scan - on (B)(6) 2015: result: there is a single viable intrauterine pregnancy in breech presentation with fetal heart rate of 144 bpm. Placenta is anterior without previa. The fetal spine is not well visualized and appears normal. Normal four-chamber heart view was obtained with right and left ventricular outflow tracts visualized.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, uterine perforation, back pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : events outcome updated. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.